Event description:
When drapes removed after 18 degree procedure small red spot near side of mouth and small spot near center of upper chest. Pt had subdermal leads in place on that area of the face. Rn is uncertain if patient had lead on chest.

Manufacturer narrative:
Device not evaluated by manufacturer as device wasn't returned. Customer has been contacted to provide the rest of the required information. We are in the process of gathering additional information. A letter listing outstanding information has been sent to customer to obtain additional information in order to submit follow up report and/or explain why required information was not provided and steps taken to obtain such information. Relevant tests/laboratory data, including dates - awaiting customer response. Lot # - awaiting customer response. Concomitant medical products and therapy dates (excludes treatment of event) - awaiting customer response. Device manufacture date (mm/dd/yyyy) - awaiting customer response (lot# to identify the device manufacture date). Usage of device - awaiting customer response.